Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels (45 mg/dl). The customer alleged the control iq software did not function as intended. Tandem technical support reviewed pump data and verified the control iq software functioned as intended, however, the customer did not acknowledge. Customer addressed bg levels with carbohydrates. Recommendation was made to discuss diabetes management with a health care provider.